Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported an infusor pump that alarms during purge. Information was provided that the problem occurred during programming/set up of the pump. Although baxter attempted to obtain information, details were not available regarding this event. No additional information is available.

Manufacturer narrative:
The reported condition of alarms during purge was confirmed and duplicated. The device alarms during purge and alarms when a general label is put on it during eval. The condition is caused by a mpu (micro processing unit) board failure. The mpu board was replaced to correct the reported condition. (B)(4)